Manufacturer narrative:
Findings: unit received with operating currents within spec. Unit passed selftest, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Power graph analysis confirmed low battery alarms and an abnormal loaded voltage at the power management graph due to resistance issue. After disconnecting and reconnecting the internal battery connector, the pump was monitored and functioned properly. Unit received with cracked keypad overlay at select button. Unit received with minor scratched display window, case and keypad overlay. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had received a low battery alert. The customer¿s blood glucose level was 13.4 mmol/l. The customer states that he performed reset internal battery 1 month ago. Last 2 days he performed reset several times, 3 times today. Five batteries used today. Advised the pump will be replaced. The insulin pump will be returned for analysis.